Event description:
It was reported some impedances were over 10,000 ohms. The event was considered unresolved with no further actions planned.

Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot # v578018, implanted: (B)(6) 2011, product type lead; product ID 3487a-56, lot # v578018, implanted: (B)(6) 2011, product type lead; product ID 3986a60, lot # n157189, implanted: (B)(6) 2011, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3986a60, lot# n266626, implanted: (B)(6) 2011, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3487a-56, lot # v578018, implanted: (B)(6) 2011, product type lead. (B)(4).